Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day as onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis event was reported to be due to the patient's stomach bag being in too long and becoming infected; however, as this could not be clarified, the cause of peritonitis remains unknown. The patient was treated with vancomycin intraperitoneally (dose, frequency, and duration not reported) for the peritonitis. Dianeal therapy was ongoing. The patient was discharged from the hospital seven days after admission and was reported to be recovering from the event. No additional information is available.